Event description:
The jaws of the grasper broke off inside the patient. The broken foreign body was removed with another grasper and all pieces were confirmed removed from the patient. Staff also reported that the grasper often does not open when triggered by the proceduralist.